Manufacturer narrative:
Investigation conclusion further investigation cannot be pursued because there is no lot number.

Event description:
Report received from distributor - customer alleging fn hcg results. On (B)(6) 2015 patient was reported to be about 4 weeks pregnant when the false negative result was received. After receiving fn result the patient received a depo shot and about a month later the pregnancy was confirmed with blood work (patient was about 8 weeks pregnant at that time). "According to reporter, no patient injury occurred and no further treatment and/or hospitalization was necessary. Patient's last menstrual period was reported to be (B)(6) 2015. Blood work was drawn on (B)(6) 2016 49,887 (no units of measure provided). No adverse patient sequela reported.